Manufacturer narrative:
Corrected field: h6 (health effect ¿ impact codes). Updated fields: b4,b5,b6,b7,d10, d9, e1( initial reporter name , event site mail ),g2, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the o-ring (0354-00-0208). The fse tested the unit per procedure. The unit was working within specifications.

Event description:
It was reported by customer during routine check cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involved.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) has a helium leak. No one was harmed.

Manufacturer narrative:
Due to characters limitations, e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.